Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shock therapy for an atrial arrhythmia. After the patient received shock therapy for an atrial arrhythmia, the patients shock channel electrogram (egm) exhibited morphology changes, displaying an irregular ventricular arrhythmia. Therapy was eventually exhausted, leaving the patient in the ventricular arrhythmia. Health care professional (hcp) reached out to technical services (ts) for further review. Programming options were discussed but technical services recommended the hcp consult with an electrophysiologist regarding next steps and treatment options for this patient. No additional adverse patient effects were reported. This product remains in service.